Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged amputation is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts have been made to obtain additional clinical information. A device evaluation is pending completion. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 11-mar-2022, the following information was reported to kci by the patient: patient has been in the hospital allegedly due to wound and had an amputation. No other information was available. On 25-mar-2022, the following information was reported to kci by the patient's point of contact: the patient is still hospitalized and ended up with his foot amputated. Patient came home for about 3 weeks and had a home health nurse coming to do v.a.c.® dressing changes. When the patient saw the physician, the physician noticed the wound had worsened and bone was showing. The patient was admitted to the hospital and an amputation was done. The wound looks really good and patient may be discharged on (B)(6) 2022. A device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 19-apr-2022, a device evaluation was completed by kci quality engineering. On 28-dec-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 18-apr-2022, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.